Event description:
Patient taken to operating room to remove retained wire. Wire fragment removed and sent to pathology to be examined.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexa0343, rexb1248 and rewk0812 showed no other similar product complaint(s) from this lot number.